Event description:
Right knee swelled, swelling of r knee. Knee became painful, aching (r) knee. Synovial fluid had been aspirated from the right knee (no blood however) knee effusion. Perforation of the joint capsule with a needle was clearly tender, injection site pain. Initial information from (B)(6) received on (B)(6) 2020 regarding an unsolicited valid serious case received from a physician. This case involves adult female patient whose right knee swelled, knee became painful, synovial fluid had been aspirated from the right knee (no blood however), perforation of the joint capsule with a needle was clearly tender after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient was injected with hylan g-f 20, sodium hyaluronate injection (after aspiration of fluid) at unknown dose once intra-articularly (lot - unknown) for osteoarthritis in right knee. Physician reported that the perforation of the joint capsule with a needle was clearly tender (injection site pain). On the same day, right knee swelled and became painful (joint selling and arthralgia). On an unknown date in (B)(6) 2020, the synovial fluid was aspirated from the right knee (no blood however) (joint effusion) and cortisone (nos) had been injected, (event was considered serious as intervention was required) after which the right knee settled. Physician noted that the adverse events could not be an allergic reaction as the left knee (which was injected on the same day) did not react at all. If anything, the problem was the reaction to the procedure of an already irritated joint. Action taken: not applicable for all events. Corrective treatment: none for perforation of the joint capsule with a needle was clearly tender; cortisone (nos) and aspiration for other events. Outcome: unknown for perforation of the joint capsule with a needle was clearly tender; recovered for other events. A product technical complaint with global ptc number (B)(6) was initiated and the results for the same were pending.

Event description:
Right knee swelled [swelling of r knee]. Knee became painful [aching (r) knee]. Synovial fluid had been aspirated from the right knee (no blood however) [knee effusion]. Perforation of the joint capsule with a needle was clearly tender [injection site pain]. Case narrative: initial information from finland received on 27-oct-2020 regarding an unsolicited valid serious case received from a physician. This case involves adult female patient whose right knee swelled, knee became painful, synovial fluid had been aspirated from the right knee (no blood however), perforation of the joint capsule with a needle was clearly tender after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient was injected with hylan g-f 20, sodium hyaluronate injection (after aspiration of fluid) at unknown dose once intra-articularly (lot - unknown) for osteoarthritis in right knee. Physician reported that the perforation of the joint capsule with a needle was clearly tender (injection site pain). On the same day, right knee swelled and became painful (joint selling and arthralgia). On an unknown date in (B)(6) 2020, the synovial fluid was aspirated from the right knee (no blood however) (joint effusion) and cortisone (nos) had been injected, (event was considered serious as intervention was required) after which the right knee settled. Physician noted that the adverse events could not be an allergic reaction as the left knee (which was injected on the same day) did not react at all. If anything, the problem was the reaction to the procedure of an already irritated joint. Action taken: not applicable for all events. Corrective treatment: none for perforation of the joint capsule with a needle was clearly tender; cortisone (nos) and aspiration for other events. Outcome: unknown for perforation of the joint capsule with a needle was clearly tender; recovered for other events. A product technical complaint (ptc) was initiated on 28-oct-2020 for synvisc one for unknown batch number and global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: 04-nov-2020. Additional information was received on 04-nov-2020 from healthcare professional. Investigational results were added. Text amended accordingly.